Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 450 mg/dl. The customer was treated with humalog. The troubleshooting was performed. It was explained to the customer the two high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer found blood in cannula and returning for analysis and sending replacement set and reservoir at customer request due to testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.